Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins.

Manufacturer narrative:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. The pump was exercised and the loss of prime was not duplicated. This complaint is being reported based on pump evaluation completed on (B)(6) 2011. (B)(6).